Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional information: a1, a2, b7, d3.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted small bowel and omental adhesions to the mesh. The small bowel adhesions were dense and lysed. The patient has central mesh failure with a recurrent fat contained hernia through the very midportion of the mesh. The mesh was taken off of the peritoneal lining and removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and cramps. No additional information is provided.